Manufacturer narrative:
This is initial/final MDR report being submitted for this complaint with associated MFR# 1226348-2017-00007. (B)(4). Concomitant medical products: coil360 nana (stryker) ¿ quantity:1; coil target 360 ultra ¿ quantity: 3; stryker sl-10 microcatheter ; synchro2 guide wire; prowler select plus microcatheter (606s255fx); prowler select lp-es microcatheter (606s155fx); envou mpc guiding catheter (67025690). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Hemorrhage is a known potential adverse event associated with the use of the enterprise device and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that interaction between the invasive devices and the cerebral vasculature, medication regimen and underlying disease state may have contributed to the reported event. No further actions are required at this time.

Event description:
The complaint received states that post implantation of an enterprise ide stent patient had a subarachnoid hemorrhage. As reported by enterprise ide study, subject 13-013 underwent stent assisted coil embolization on (B)(6) 2017. The unruptured bifurcation aneurysm was of anterior circulation at middle anterior communicating artery. The aneurysm was saccular in shape with the following dimensions: dome height 6.7 mm, dome width 9.5 mm and neck width 6.7 mm. The four competitor¿s coils were placed in the aneurysm before the enterprise 2 stent was placed. The diameter of the parent vessels proximal and distal to the stent placement site remain unchanged from before the procedure. The stent had fully expanded with good wall apposition between all the areas of the stent and the vessel; the stent demonstrated to be patent. The event of intracranial hemorrhage and hydrocephalus was reported during the procedure. CT scans on (B)(6) 2017 at 17:49 revealed that there was diffuse subarachnoid hemorrhage in the sulci and the basal cisterns. The ventricles were reported to be stable with no hydrocephalus. CT scan a few hours later at 22:58 showed persistent but slight interval decreased diffuse subarachnoid hemorrhage. There was enlargement of the ventricles and a new intraventricular hemorrhage. No acute infarction was evident. Adverse event of subarachnoid hemorrhage was noted on control CT post-surgery hh2 fisher 3 bd6. The event was reported to be a new event and a serious adverse event. The event was reported to be not related to the study device or other devices used. The event was reported to be possibly related to the study procedure or the underlying disease state. Unknown medication intervention was required as result of the event. The patient remained stable in ICU.